Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 12.2-12.6 cm from the distal end, consistent with lead friction to another device or to a feature of the heart. Internal insulation abrasions were noted at 7.5-8.1 cm, 9.0-9.9 cm and 19.3-20.7 cm from the distal end. The etfe coating was intact at all abrasion locations. (B)(4). (B)(6).